Event description:
The suture was used during a cesarean section. Reportedly, the pt returned to the hospital for a re-operation due to evisceration. The hospital has reported the pt's condition is satisfactory.